Manufacturer narrative:
(B)(4).

Event description:
The customer indicated that during correlation testing they observed an erroneous result for 1 patient tested for elecsys acth test system (acth) on the cobas e 411 immunoassay analyzer. The initial acth result from the primary tube at 12:50 p.m. Was 53.75 pg/ml. This result was reported outside of the laboratory to the physician. The sample from the primary tube was repeated at 1:13 p.m. For the correlation study on a different e411 analyzer and the result was 13.3 pg/ml. The customer then put the sample in a hitachi cup and repeated the sample twice on both e411 analyzers. The results at 1:32 p.m. On both e411 analyzers were 13.0 pg/ml. The results at 2:14 p.m. On both e411 analyzers were 13.0 pg/ml. The repeat results are believed to be correct. Product labeling indicates that samples are viable at 22 degrees celsius for 2 hours. No adverse event occurred. The acth reagent lot was 13189301 with an expiration date of 06/30/2017. The customer did not do anything other than repeat the patient sample. Since the repeat results were correct, the customer has refused a service visit. Complaint data was reviewed and no similar complaints on a like instrument were found in the past 12 months. No other similar complaints were identified for acth lot number 13189300.

Manufacturer narrative:
The last preventive maintenance was performed on 03/21/2017. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent issue can be excluded based on the qc data provided by the customer. The most likely root cause of the issue may be related to pre-analytical handling at the customer site (e.g. Too short clotting time resulting in clot formation during incubation). A more general possibility could be bubbles or foam on the reagent surface or system reagent surface or any general system specific issue (e.g. Dirt on the gripper finger). Additional possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.